Event description:
It was reported that the patient was experiencing pocket stimulation due to high thresholds and low pacing impedance on the right ventricular (rv) lead. Additionally, the patient's right atrial (ra) lead had low impedance. It was also reported that previous polarity switching had occurred on both leads and insulation damage was noted. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4524-53 lead, implanted: (B)(6) 1998. (B)(4).